Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic of the ventricular connector of the external pulse generator (epg) was broken. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken ventricular connector. At the request of the customer, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.